Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr), thin and friable leaflet for a triclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. A triclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the septal leaflet. Tissue damage was observed post slda. An attempt was made to deploy another triclip for stabilization. The grasp of leaflets was unsatisfactorily. As a result, the clip was removed from the anatomy. The tr remained unchanged post procedure. There was no clinically significant delay reported.